Manufacturer narrative:
According to the facility, during a right total hip arthroplasty on (B)(6) 2025, while the physician was suctioning out the femoral canal, approximately 4.5cm of the suction tip broke off and entered the femoral canal. The physician could not retrieve the device and felt it was in the patient's best interest to leave the object in as further attempts or removal were deemed to pose a greater risk of injury and structural compromise. The device was being used to suction out the femoral canal. "No serious injury was identified". There was no impact to the procedure, and the procedure was completed. The patient followed up postoperatively with the operating physician. A sample is not available for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, during a right total hip arthroplasty on (B)(6) 2025, while the physician was suctioning out the femoral canal, approximately 4.5cm of the suction tip broke off and entered the femoral canal.